Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his display had moisture under the screen. Blood glucose was 202mg/dl. Customer reported there was fluid under the lcd display. Troubleshooting was performed. Customer also reported that there was a leak in reservoir in past both o ring. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The product will be returned for analysis.